Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to perform the displacement test due to no button response. Device was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding properly. The customer stated she sweats a lot and the device has been bumped and dropped. Customer stated the device has cracks and chips at the battery compartment. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.